Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending (lad) artery with 70% stenosis. Pre-dilatation was performed with a 2.5 x 12 mm non-abbott balloon at 12 atmospheres (atm); however the stenosis was not reduced to less than 40%. A 3.0 x 18 mm device was advanced with no resistance felt; however, during deployment of the implant, the balloon did not inflate and contrast was seen coming out from the proximal part of the balloon. Upon attempted removal of the device, there was some resistance and the device could not be pulled into the guiding catheter. The doctor assumed the implant had been slightly deployed and may have caused the resistance. The doctor pulled the guiding catheter together with the implant located at the tip of the guiding catheter and eventually the implant was pulled into the guiding catheter and was removed safely. The procedure was completed with a 3.0 x 32 mm non-abbott drug eluting stent. There were no adverse patient effects or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported inflation issue, leak and shaft separation/break were confirmed. The reported difficult to remove from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post scaffold implantation, remove the entire system as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the scaffold and/or delivery system components. Based on the information reviewed and analysis of the returned device, it is likely the reported inflation issue and leak were due to the damage in the proximal balloon seal; however, a conclusive cause for the proximal seal damage cannot be determined. The reported difficulty removing the device from the guiding catheter and the shaft separation appear to be related to the circumstances of the procedure. There does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw universal ii; guide catheter: launcher. (B)(4): failure to follow steps, against resistance. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, it was noted that the device was returned with the balloon separated from the outer member at the proximal balloon seal. It was confirmed to have happened during the procedure.